Manufacturer narrative:
F10. Corrected data, initial report: code "f08 - hospitalization" should have been included.

Event description:
It was reported that the patient's settings were increased and then the patient then began having increased clusters of seizures and magnet swipes were not effective. The patient was taken to the hospital. No further relevant information has been received to date.